Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the IV set/20drop/wr3cq/f/re/std/50cm there was an issue with leakage the following information was provided by the initial reporter, translated from (B)(6) to english: connected with phaseal IV connection kit, jms infusion set and infusion bag. When started infusion, there was no problem for a while however mark like leakage was found. Hcp wiped it and continued infusion for 90 minutes. After the infusion, leakage about 10cc was confirmed on the floor. Then hcp confirmed drug leaked from the upper part of the infusion filter.

Event description:
It was reported that during use of the IV set/20drop/wr3cq/f/re/std/50cm there was an issue with leakage. The following information was provided by the initial reporter, translated from japanese to english: connected with phaseal IV connection kit, jms infusion set and infusion bag. When started infusion, there was no problem for a while however mark like leakage was found. Hcp wiped it and continued infusion for 90 minutes. After the infusion, leakage about 10cc was confirmed on the floor. Then hcp confirmed drug leaked from the upper part of the infusion filter.

Manufacturer narrative:
H.6. Investigation: when the airtightness of the actual product was checked (the relevant jis standard: 150kpa for 15 minutes, there was no water leakage when pressurized), liquid leakage was observed from the filter part (lower part). Therefore, we asked the filter manufacturer and distributor to investigate the material. According to the results of a survey conducted by the filter manufacturer, the liquid leak occurred from the welded part of the filter housing, and a welding defect with a thin welded end was found at the leaked part. As a result of reviewing all production-related records, no record of nonconformity was found. However, due to the fact that the product was welded without being correctly positioned vertically, the welded end became non-uniform due to the actual weld condition. It was presumed that a liquid leak occurred in the pressurized state from the thin part. It was confirmed at the filter manufacturer and distributor that corrective measures were taken from the february 2019 production (possible malfunction of the cylinder built into the welding machine, and all cylinders were replaced). In addition, before starting assembly, we started a 100% appearance inspection for the defective welding of the relevant part from serial number (B)(6), and strengthened the monitoring to prevent the recurrence of the same event. No anomaly found on DHR. H3 other text : see h.10.